Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device found to be perforated before use, or out of the package? If not, at what point during the procedure were the perforations noticed? If applicable, what was done to address the problem when it was found? Did any pieces of the device fall into the patient? If yes, where they retrieved? How? What was the condition of the patient following surgery? Stable? Discharged? Critical? Please explain.

Manufacturer narrative:
(B)(4). Additional information received: was the device found to be perforated before use, or out of the package? Before. If not, at what point during the procedure were the perforations noticed? Ni. If applicable, what was done to address the problem when it was found? Ni. Did any pieces of the device fall into the patient? If yes, where they retrieved? How? No. What was the condition of the patient following surgery ¿ stable, discharged, critical ¿ please explain. Stable. The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring in six different places. However, it could not be determined what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that the rubber seal cap was perforated in three spots. It is unknown when this occurred. There was no adverse consequence to the patient.